Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that over-sensing cross talk was noted on the pacemaker, right atrial lead and right ventricular lead. No intervention was performed. There were no patient consequences.